Event description:
On (B)(6) 2016, msdts contacted technical support with a complaint ((B)(4)) for donorscreen class I/ii assay (dsi+ii). The bio-rad quickstep (9163600075) was performing a 90 sample run of donorscreen class I/ii and the system required only 1 bottle of diluted conjugate. Per the donorscreen instructions for use (IFU), when running < 88 samples, only one bottle is required. The customer was concerned with the validity of the runs.